Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms or unexpected insulin flow blocked alarms noted. Unit received with insulin flow blocked alarm functioning properly. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on 1, pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay, stained keypad overlay, serial number label missing and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was 142mg/dl at the time of incident. The product will be returned.